Manufacturer narrative:
The product has not been rec'd for evaluation and f/u report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.